Manufacturer narrative:
18 dec 2020 reference sr#(B)(4). Customer's response to the questionnaire indicated no injuries. The customer took the breakout box out of service and sent it back for investigation. Investigation and findings: the defective unit was returned for investigation and depot repair shows the following: 1. The repair team diagnosed the unit and did not find any issue. 2. They ran diagnostics and the unit passed all functional tests. Investigation result code: neuro sbu/no issues noted low safety risk of harm, individual complaint related to issue stated. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.

Event description:
The customer reported when connected to the box, the patient felt a slight shock but wasn't injured.

Manufacturer narrative:
25 nov 2020 reference sr# (B)(4) (follow up 001). The defective unit was returned to the middleton warehouse. Awaiting investigation results.

Event description:
The customer reported when connected to the box, the patient felt a slight shock but wasn't injured.

Manufacturer narrative:
On 27 oct 2020, reference (B)(4). The customer took the breakout box out of service, and will send it back for investigation.

Event description:
The customer reported when connected to the box, the patient felt a slight shock, but wasn't injured.